Event description:
It was reported an echelon catheter was advanced over the guidewire distal to the lesion, and the guidewire was exchanged to a stabilizer xs guidewire. As the echelon catheter was being removed from the vessel, resistance encountered, and the distal tip of the catheter fractured and remained in the vessel. No pt injury reported.

Manufacturer narrative:
Eval of the returned device confirmed that the distal tip/marker band has been separated from the catheter. Based on the investigation, the separation of the distal tip/marker band is likely to have occurred as a result from applying force exceeding the limits of the catheter during device removal.